Manufacturer narrative:
This supplemental report is being submitted to provide the event date. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the purple image was confirmed. However, image flickering was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the fiber bonding in the outer tube area was damaged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the broken video cable led to purple image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gynecologic laparoscope had a flickering image and it turns purple occasionally. The issue occurred during an unspecified procedure. There were no reports of patient harm.